Event description:
This event was reported as endocarditis with methicillin resistant staphylococcus aureus and an aortic root abscess. On admission, pt found to have had embolic events to the brain and had a documented hemorrhagic infarction with mild congestive heart failure. Pt had multiple dental procedures without antibiotic coverage prior to reoperation. No further info was provided.